Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (drive count/time values or changes incorrect for moving or coasting and too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. Unit was able to rewind successfully with no alarms in process. All test functioned successfully. Thump software was utilized to uploaded trace/history files properly. The adapt tool was utilized to search for any relevant alarms or related alerts to confirm complaint code that may have occurred during the complaint call. The adapt tool reveals that two no delivery alarms were recorded on 09/06/2024 at 01:01:06.000 and at 01:01:29.000. Including multiple pump error 37 alarms recorded on 09/06/2024 00:29:32.000 hour through 00:35:06.000 hour. In addition, pump error 53 was also recorded four times on 09/06/2024 from 04:23:32.000 through 07:19:01.000. (File/line number: 26/2285) per software engineer log, pump error 53 was triggered in the nm_task.c file due to wrong priority queue status. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. During deconstructive analysis, it was determined that moisture damage was noted on motor home switch causing an intermittent shortage. Isolate to motor assembly. Unit was also received with scratched case and corroded home switch. In conclusion, customer concerns were confirmed during testing. Unit was tested successfully, and no unexpected alarms noted. However, both pump error 37 and 53 were noted in adapt history files and during deconstructive analysis, it was determined that moisture damage was noted on motor home switch causing an intermittent shortage. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.